Event description:
The remb micro drill was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Investigation is in progress.

Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician through functional evaluation the device caused a bias current error to be displayed. Upon disassembly, corrosion was found to be affecting the motor assembly which houses the electronics of the device.

Event description:
The remb micro drill was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.